Event description:
It was reported that the patient underwent a gynecological procedure on an undisclosed date and a mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2009 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. On (B)(6) 2009 the patient underwent excision of mesh and vaginal mucosal closure due to vaginal exposure of mesh. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported the patient underwent a gynecological procedure and a mesh was implanted concurrently posterior colporrhaphy. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion the patient experienced sui. It was reported that the patient underwent mesh excision on (B)(6)2015. It was reported that the patient underwent mesh excision with align sling placement on (B)(6)2015.